Manufacturer narrative:
Investigation: two photos and one sample were received by our quality team for evaluation. Visual inspection showed a needle pierced through the catheter. Therefore, the investigation was able to confirm what the customer had experienced. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. This non-conformance likely could have occurred during product application when the product was manipulated, outside the manufacturing facility. H3 other text : see h.10.

Event description:
It was reported that the needle had pierced through the bd cathena¿ safety IV catheter with bd multiguard¿ technology while introducing it to the vein during use. The following information was provided by the initial reporter, translated from japanese to english: "upon catheter placement, the hcp felt resistance but could confirm flashback and then attempted to place the catheter; however, the catheter didn¿t advance any further and was eventually withdrawn from the body. When checking the catheter withdrawn, the hcp found that the needle was pierced through the catheter."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle had pierced through the bd cathena¿ safety IV catheter with bd multiguard¿ technology while introducing it to the vein during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "upon catheter placement, the hcp felt resistance but could confirm flashback and then attempted to place the catheter; however, the catheter didn¿t advance any further and was eventually withdrawn from the body. When checking the catheter withdrawn, the hcp found that the needle was pierced through the catheter."